Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test at 0.08670 inches. No under delivery anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 563 mg/dl at the time of incident. Customer experienced symptoms such as nausea, nervous. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they alleging insulin pump for under delivery. The insulin pump will be returned for analysis.